Event description:
Add'l info rec'd from MFR 10/05/01: in response to letter regarding the medwatch report, the hospital notified datascope that the product would not be released. Therefore no further info is available.

Event description:
Pt with 40cc iab s/p CABG, developed bleeding and hematoma at right insertion site 1130pm possible crack present and iab removed without injury to pt. Bleeding from site controlled immediately.